Event description:
New information received states that there were no complications during the procedure. Effective therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to establish connection with the patient controller. Patient had an unrelated procedure in the recent past and the device was not placed in the surgery mode. The device was explanted and a new device was implanted as a result. No further information is available.